Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt pain immediately upon application for an extended period of time, because of that it has been necessary the use of anti-inflammatory to relieve the discomfort.